Event description:
A male underwent initial aaa repair in 2008. The physician placed one flex main body, four iliac leg grafts, and one main body extension. The left iliac was aneurismal and continued so over time a slight type I endoleak resulted. Then in 2009, the physician placed a flex leg graft to extend down into the left external iliac artery. This successfully resolved the endoleak. Pt is doing fine.

Manufacturer narrative:
The development of the zenith device successfully completed verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring: anatomical criteria; vessel tortuosity; calcification; accurate placement of graft; pt selection and pre-procedure sizing. The device remains implanted and no images were provided to assist in this investigation. Although no evidence exists to contradict the substance of the event description, there is no corroborating evidence at this time to consider the complaint confirmed. At this time, there is no evidence to suggest the device was not manufactured to specification. However, we have notified the appropriate individuals and we will continue to monitor for similar events.